Event description:
It was reported through clinic notes that the patient's generator malfunctioned in (B)(6) 2020 so it was disabled. Per a review of the manufacturer's programming database, the generator was also turned off in (B)(6) 2019. Impedance on that day was within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Clinic notes were received that reported that the patient had been complaining of some pain/burning in the neck lately and it was noted that the patient&#39;s vns stimulation seems to be more erratic. Diagnostics were noted to be within normal limits with battery at 18-25% and impedance was normal. It was noted that &#34;given her issues and overall history,&#34; her vns was turned off. The doctor thought that her recent complaints with the vns may be associated with failing battery function. Of note, per device design, a generator with ok diagnostics will provide the programmed output current until end of service -yes. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. Product return is not expected per hospital protocol. No further relevant information has ben received to date.